Event description:
It was reported that when the patient returned for re-treatment with a bulking inmplant material,the doctor observed exposed bulking material from previous implant. Using grasping forceps,the doctor removed as much of the material as he could see and re-scheduled the patient for another treatment with the same implant material. No additional information or further complications were reported.